Event description:
It was reported that this pacemaker delivered pacing when not required. As a result, the health care professional (hcp) discussed that the patient went into atrial fibrillation (af). Boston scientific technical services (ts) discussed reprogramming options. No additional adverse patient effects were reported. At this time, this device remains in service. Result

Event description:
It was reported that this pacemaker delivered pacing when not required. As a results, the health care professional (hcp) believes it puts the patient into atrial fibrillation (af). Boston scientific technical services (ts) discussed reprogramming options. No additional adverse patient effects were reported. At this time, this device remains in service.